Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was frequently charging the ipg and was taking longer to charge. No device malfunction was suspected. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was frequently charging the ipg and was taking longer to charge. No device malfunction was suspected. The patient will undergo an ipg replacement procedure.